Event description:
A nurse reported that during a vitrectomy surgery performed to a diabetic pt when cutting the peripheral vitreous, very thin strings were sucked into the cutter opening and the vitrectomy probe did not cut. The pt did not experience any retinal tear or hole. However, the surgeon suggested that this could have happened if the strings were stuck in the vitrectomy probe and the probe was pulled out. The vitrectomy probe was replaced with another cutter and it was used for the last peripheral vitreous cutting and it did seem to cut the vitreous with the strings. There was a slight delay of the surgery due to the exchange of probes, but there was no pt impact. Laser treatment was performed and c3f8 gas injected. This is one of two medical device reports being filed for this facility. No further info is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. No further info is expected. (B)(4).